Event description:
A male pt, 68 yrs old, who was s/p a redo coronary artery bypass surgery, experienced a malignant arrhythmia (ventricular fibrillation). When the defibrillator was brought to the bedside it would not turn on. Defibrillator was checked in the morning and was functioning.